Event description:
The customer reported that the system intermittently displayed kv on and filament regulator error messages simultaneously. These error messages would cause the system to shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: generator interface circuit board, high voltage regulator circuit board, generator driver circuit board, filament driver circuit board, snubbers and high voltage tank. Also, the system software was reloaded. The system was then found to be operating as intended.